Manufacturer narrative:
Follow-up attempts were made to ask for information; however, requested information has not been provided yet. Reporter confirmed that reported device was discarded. Once new information is obtained and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while wearing the comfort splint mouthguard. The patient developed blisters in her mouth.

Manufacturer narrative:
The patient's device was not available for an evaluation as it was discarded by customer; however, tests were performed on a similar device. The reported mouthguard was fabricated per physician's prescription request. A review of the material lot was performed and no nonconformity was found. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. Without the device, physical structure testing could not be completed. This incident is being monitored, tracked, and trended.